Manufacturer narrative:
(B)(4). Batch # l53x5g. The analysis results showed that the tx60g device arrived in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a low anterior resection procedure, uncompleted staple formation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device and one reload will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.